Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder procedure, as the surgeon was using the impactor to impact the mini baseplate, the plate fractured off of the end of the impactor. No patient impact was reported. No further information was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Reported event was confirmed by visual inspection. Visual inspection of returned device noted the the threaded portion of the strike plate fractured and remained in the handle. The device showed signs of normal use. Hardness test was performed and found to be conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.